Event description:
Report received from USA stating that the device had a loose hose. It is unk if the device was being used during surgery, it is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power pools. The investigation is still in process. Once the investigation has been completed or add'l info is received, a supplemental report will be sent. (B)(4).